Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, when the surgeon tried to remove the device's bag from the incision, the device's bag broke. The gallbladder was pulled out from the abdomen without a specimen bag. There was no patient injury.